Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement of the mitraclip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and mitraclip xtr clip delivery system (cds) were advanced to the left atrium. When steering with the m-knob, the cds steered in the opposite direction. The cds was retracted into the sgc to confirm blue to blue alignment. The cds was re-advanced and again it was noted to be miss-keyed, cds steered in the opposite direction. The same cds was continued to be used and steering was performed with the p-knob. The clip was deployed, and mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported unintended movement issue. Potential causes for sleeve steering issue are due to but not limited to excessive curves applied to the system, a rotated heart or difficulties with the transseptal puncture, which could result in increased tension on the device or not following the procedural steps outlined in the instructions for use (IFU). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per the IFU, the user is instructed to: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. In this case, the user deviated from the IFU by mis-keying the device (misalignment of the longitudinal marker). Therefore, the reported improper or incorrect procedure or method appears to be due to use error which influenced the reported unintended movement. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.na.